Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial #: unknown, product type: catheter. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative on 2019-jan-17 regarding a patient receiving unknown medication (dose and concentration unknown) via an implanted infusion pump. The indication for use was non-malignant pain. It was reported that the catheter was damaged during a spinal fusion surgery, and a catheter revision was performed on (B)(6) 2018. No further complications were reported or anticipated. Omitted information pertains to (B)(4): 2017 cath revision.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) indicated the catheter issue occurred in 2017, but exact date was not known. The patient's weight was (B)(6). The patient did not experience any symptoms. The status of the catheter and the catheter serial number were not known. No further complications were reported/anticipated.